Event description:
It was reported that a homechoice device experienced a system error 2367 alarm (air in line/set). This event occurred during drain cycle one of six of peritoneal dialysis therapy while the patient was connected. The patient stated that they had disconnected and reconnected using proper procedures. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical service representative assisted the patient in clearing the alarm and advised the patient to restart therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.